Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation of the returned device confirmed balloon rupture and leak. The definitive root cause for the reported malfunction could not be determined based upon available information. It is unknown whether patient or procedural issues contributed to the event. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80144 pta dilatation catheter allegedly experienced leak and pinhole rupture. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. The patient was reported to be (B)(6) year old female weighing (B)(6) kgs.